Event description:
This will be filed to report an air embolism in the patient. It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. It was noted that during clip deployment, air was introduced to the patient. Subsequently, the patient had hemodynamic changes and was treated. The patient returned to baseline, and the procedure was completed successfully with resulting mr of grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported air embolism. Air embolism is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported medication required was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.